Event description:
It was reported that a motor stall occurred. The stall was caused by reading the pump with a magnet. It was later reported that the situation was resolved. The motor stall recovered less than 10 minutes later. The patient did not experience symptoms and there was no treatment done since the stall recovered.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot # unknown, product type catheter. (B)(4).